Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that the gas fowler cylinder was leaking and the wheel was excessively worn. No pt involvement or adverse consequences are reported.